Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
B5, d9.

Event description:
It was reported that the insulin gauge was inaccurate. Customer did not remove residual air from cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.